Event description:
The authors of a literature report aimed at evaluating the refractive outcomes of toric intraocular lens (iol) implantation reported a mean iol decentration of 78 mm (0 to 1.78) with a mean coma and trefoil of 0.18 mu (0.06 to 0.33) and 0.19 mu (0.05 to 0.51), respectively. The larger the iol decentration, the higher the optical aberrations were.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account for further investigation. (B)(4).